Event description:
The sc reported that a 2.5 mm drill bit broke. Reportedly, the surgeon possibly hit the olecranon plate, which caused the drill bit to break. The drill bit broke where the drill bit goes into the quick connect, not the shaft. No additional information was provided. All the broken fragments were retrieved and no broken items left in the patient. There were no delays in completing the procedure. The procedure was successfully completed with no patient injury reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Hsz: additional code. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.